Event description:
It was reported that patient presented in the operating room for an unrelated procedure. Pre-operation interrogation of the implantable cardioverter-defibrillator showed oversensing episodes. The source of the oversensing could not be found. No symptoms were exhibited by the patient. The right ventricular lead was capped and replaced on (B)(6) 2017 during the unrelated procedure. The patient remained stable.